Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 5.1 inr. Within ten minutes, samples from the patient were tested on the same meter and a second coaguchek xs meter using a different lot of test strips, both resulting with values of 2.3 inr. The 2.3 inr value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is monthly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. The patient does not take heparin or direct thrombin inhibitors. The patient had no changes in coumadin dosage. The patient had no changes in diet, no new medications, no new illnesses, and no symptoms of bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 368877) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meters and strips were returned for investigation. The returned meters and strips were tested in comparison to master lot strips using quality control material. Testing results: meter up01605739; strips lot# 36887721: qc 1: 1.3 inr , qc 2: 1.3 inr , qc 3: 2.5 inr . Meter up0454191; strips lot# 33449918: qc 1: 1.2 inr , qc 2: 1.2 inr , qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.1 - 1.5, 1.9 - 2.9, 1.0 - 1.4, 1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided that would point to a cause for the result discrepancy.